Manufacturer narrative:
Correction: d4 update gtin additional information: d9 product return date device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with a surgical delay of unknown length; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with a surgical delay of unknown length; no adverse consequences or medical intervention were reported.